Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient felt symptoms of overfill (bloating and difficulty breathing) and shortness of breath during fill one of peritoneal dialysis on the homechoice. The patient reported the device not draining them sufficiently. The technical services representative (tsr) assisted the patient to drain manually; the patient was able to drain 42% of their last fill volume. The tsr reviewed the therapy and found that the programmed last fill was 1500ml and the initial alarm was set to 0ml. The tsr arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.